Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up report.

Event description:
It was reported that the device failed during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the device failed during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The electronic logbook was available for the investigation. The symptoms described could be traced using the recorded data. A gas mixer failure occurred at the time of the event, which was due to a deviation between the set and measured mixed gas flow. Based on the logbook evaluation, it was recommended to replace the tank pressure sensor and the differential pressure sensor. The log evaluation shows that the device responded to the detected deviation between the set and measured mixed gas flow in accordance with the specification. As the problem could not be rectified by a warm start of the gas mixer, the gas mixer was subsequently switched off. The device issued a visual and audible gas mixer failure alarm. The user is prompted to set an adequate fresh gas flow via the o2 emergency dosing and to check the vapor setting. The selected ventilation mode remains active in this case. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Based on the investigation results, the case is subsequently assessed as not reportable. As initially assumed, there was no ventilator failure, but only a failure of the gas mixer, in which ventilation is continued.